Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low battery alarm on insulin pump. The customer¿s blood glucose level was 10.8 mmol/l. The insulin pump will be returned for analysis.